Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for a few weeks the insulin pump alarmed motor error periodically. The customer was able to complete the rewind. The displacement test and manual prime were successful and motor error alarm did not recur. Customer's blood glucose level went up to 450 mg/dl. The customer treated his blood glucose level with the insulin pump. The device was not returned.